Event description:
Procedure performed: lap sigma resection. Incident description: translation via (B)(6) 17feb20: during a long operation lasting approx. 5 hours, the handpiece no longer seals after approx. 3 hours of use. Patient was very obese. Applied c0r47 and cff73, alexiso in s and [competitor name removed] 12mm were used. [Competitor name removed] reusable laparoscopic instruments were used. [Health professional name removed] worked satisfactorily with voyant until the extracorporeal anastomosis was performed. He is an experienced user of voyant. He wanted to continue working laparoscopically after that, but there was no power to the instrument. However, the gen2 generator indicated and sounded to indicate that the cycle was complete. But nothing was sealed. The handpiece was regularly cleaned with nacl and compress and the scalpel was also moved back and forth. No scraping or similar was done. The patient had a lot of fatty tissue and adhesions. A 2nd new eb215 was inserted and worked fully functional and satisfactory until the end of the procedure. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of no energy output could not be confirmed, as the event unit met current specifications and there were no visible non-conformances. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap sigma resection. Incident description: translation via deepl 17feb20: during a long operation lasting approx. 5 hours, the handpiece no longer seals after approx. 3 hours of use. Patient was very obese. Applied c0r47 and cff73, alexiso in s and [competitor name removed] 12mm were used. [Competitor name removed] reusable laparoscopic instruments were used. [Health professional name removed] worked satisfactorily with voyant until the extracorporeal anastomosis was performed. He is an experienced user of voyant. He wanted to continue working laparoscopically after that, but there was no power to the instrument. However, the gen2 generator indicated and sounded to indicate that the cycle was complete. But nothing was sealed. The handpiece was regularly cleaned with nacl and compress and the scalpel was also moved back and forth. No scraping or similar was done. The patient had a lot of fatty tissue and adhesions. A 2nd new eb215 was inserted and worked fully functional and satisfactory until the end of the procedure. Patient status: no patient injury.